Event description:
Customer reported she received a reading of "hi" (greater than 500 mg/dl) that was higher than she felt she was. She stated she experienced dizziness, was unstable, edgy, overheated, lightheaded, unbalanced and reportedly fell and got glass stuck in her foot. Paramedics were called and customer was transported to a local hospital, diagnosed with hypoglycemia and treated with IV dextrose. There was no report of death, mistreatment or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a follow-up report will be submitted once results are available.